Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, after closure of device indicating a full green bar with the anvil in good contact after closure with handle, the instrument was fired and suture was cut. The donut on the anvil was not cut. The staple did not form to b shape, and the anvil did not tilt. Last known patient status: stable. The patient was discharged from the hospital. The surgeon reported this as an injury, and the injury was unspecified. Additional information has been requested.

Manufacturer narrative:
.

Event description:
The surgeon performed manual suture of the incomplete anastomosis and then used another device to perform another anastomosis. The surgery time was delayed by 40-60 min.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 31mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, no knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.